Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿indications: the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Warnings: ¿the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. ¿to avoid potential skin injury, never push or rub the product against the skin during placement or removal. ¿do not block airflow to the product (e.g. Blocking the vent hole, bedpan, barrier creams). ¿do not insert the product into the vagina, anus or other body orifice. ¿stop use if an allergic reaction occurs. ¿after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. ¿do not use on users with frequent episodes of stool incontinence without a fecal management system in place. ¿do not use on users with skin irritation or breakdown at the site. ¿use with caution on users who had recent surgery of the external female anatomy. ¿do not use on users with moderate/heavy menstruation who cannot use a tampon.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had been experienced leakage with new style purewick flex female external catheter. They stated the patient had experienced 2 or maybe 3 urinary tract infection since using them. They found the flex wicks to have a nice fit, but found the absorbency was not enough. They stated that they are shorter than the original wicks. It was unknown what medical intervention was provided for urinary tract infection. The customer reported issues with (batch# jujx0854 and batch# jujw0779). Per customer follow up information received via phone on (B)(6)2025, it was reported that the patient had issues with the purple flex wick. They stated that the patient had several urinary tract infections since last year. The patient visited the doctor, and the doctor confirmed that the urinary tract infections were caused by the wicks not had the proper absorbency. The patient was prescribed an antibiotic to treat the infection. The patient was cured from the uti and had resumed use of the device with the original blue wicks.

Event description:
It was reported that they had been experienced leakage with new style purewick flex female external catheter. They stated the patient had experienced 2 or maybe 3 urinary tract infection since using them. They find the flex wicks to have a nice fit, but find the absorbency was not enough. They stated that they are shorter than the original wicks. It was unknown what medical intervention was provided for urinary tract infection. The customer reported issues with (batch# jujx0854, jujw0779). Per customer follow up information received via phone on 20feb2025, it was reported that the patient had issues with the purple flex wick. They stated that the patient had several urinary tract infections since last year. The patient visited the doctor, and the doctor confirmed that the urinary tract infections were caused by the wicks not had the proper absorbency. The patient was prescribed an antibiotic to treat the infection. The patient was cured from the uti and had resumed use of the device with the original blue wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.